Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. The information provided alleges that post implant of the two 3dmax mesh the patient underwent an additional surgery to "repair the right inguinal hernia defect and remove it." It is unclear if the hernia defect that was repaired post implant is the same original defect that was repaired in the 2014 procedure, however, hernia recurrence is listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second emdr file was created to address the additional 3dmax mesh implanted during the 2014 procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of bilateral inguinal hernias. Two 3dmax mesh were implanted to repair the hernia defects. On (B)(6) 2016 - the patient underwent an additional surgery to repair the right inguinal hernia defect and remove it. The attorney alleges the patient experienced pain, erectile dysfunction, additional surgical procedure, explant and that the patient was severely and permanently injured.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of bilateral inguinal hernias. Two 3dmax mesh were implanted to repair the hernia defects. 09/06/2016 - the patient underwent an additional surgery to repair the right inguinal hernia defect and remove it. The attorney alleges the patient experienced pain, erectile dysfunction, additional surgical procedure, explant and that the patient was severely and permanently injured. Addendum per medical records: (B)(6) 2014 - patient with bilateral inguinal hernia was scheduled for laparoscopic extraperitoneal repair surgery. As per op notes: "a large prolene mesh (3dmax mesh) (device #2) was placed in the left side...again placing a large prolene mesh (3dmax mesh) (device #1) on the right side...the right-side mass with overlapped with the left side mesh and 1 single tack was placed in the pubic tubercle.¿ procedure was difficult due to patient's obesity. (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia. (B)(6) 2016 - patient underwent laparoscopic repair. Per operative notes: "on the right, recurrent hernia was seen and the mesh (device #1) had moved superiorly and laterally. The peritoneum was divided below the prior mesh (device #1). The sac was identified and separated from the cord structures. A large preformed right sided mesh (3dmax mesh) (device #3) was placed in the preperitoneal space and anchored with a single tack. (Note, there was no mention of #1 being explanted or revised). (B)(6) 2016, (B)(6) 2016 - patient had complaints of right groin pain and erectile dysfunction; no hernia recurrence was noted. Attorney alleges that patient experienced mesh migration, recurrence, pain and suffering, erectile dysfunction and injuries which caused patient to undergo additional painful hernia repair surgery.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. The information provided alleges that post implant of the two 3dmax mesh the patient underwent an additional surgery to "repair the right inguinal hernia defect and remove it." It is unclear if the hernia defect that was repaired post implant is the same original defect that was repaired in the 2014 procedure, however, hernia recurrence is listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second emdr file was created to address the additional 3dmax mesh implanted during the 2014 procedure. Addendum: this emdr represents the 2014 implanted right side 3dmax mesh (device #1). An additional emdr was submitted to represent the 2014 implanted left side 3dmax (device #2). No conclusion can be made. Based on the information and medical records provided, approximately 2 years after the initial hernia repair with mesh placement, the patient was diagnosed with a right-side recurrent hernia. During the 2016 recurrent hernia repair operative report noted that the 2014 implanted right side mesh (device 1) ¿had moved superiorly and laterally¿. There is no information within the operative report to indicate the cause of the mesh having ¿moved¿ and the mesh remained implanted. During post-operative follow-up visits the patient reported on-going groin pain and erectile dysfunction, with no further medical records provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.